Manufacturer narrative:
H3: the actual sample and picture were provided for investigation. The visual inspection of the provided photo showed the product during treatment with the product label. Due to the poor picture quality, nothing could be seen on the provided video. The visual inspection by naked eye of the product showed the product contaminated. After the disinfection of the product, a leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause was a crack in the welding seam, which is related to the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted."

Event description:
It was reported that immediately after the start of dialysis, one unit of polyflux 140h had an external dialysate leak in the dialyzer housing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.